Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was at early elective replacement indicator (eri). The ICD was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead had chronically high thresholds. The physician planned to replace the lv lead during the procedure but decided to leave the lv lead in place as the patient's anatomy had become occluded. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).